Manufacturer narrative:
The device was returned to the manufacturer for repair, however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the zimmer air dermatome was not taking the skin graft and bouncing a lot.